Event description:
A healthcare professional reported that during vitrectomy surgery on a 50 year old female patient, the ophthalmic system shut down and displayed an error code. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.4, d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. The nonconforming fluidics module was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported ¿sm¿ is attributed to nonconforming fluidics module. The root cause of the reported ¿shut down¿ was determined inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.11. The fluidics module (fm) was received for testing on this investigation. A visual assessment of the returned sample revealed filth and rust on the hub roller. The returned sample was installed into a system and tested. After inserting a cassette, the system displayed system message (sm). The hub rollers were found to not be able to move due to the rust. The reported event was replicated. The root cause of the reported ¿sm¿ is attributed to nonconforming hub rollers of the fluidics module due to rust. However, as to how or when the hub rollers became non-conforming cannot be conclusively identified. The manufacturer internal reference number is: (B)(4).